Event description:
The MFR rep told the surgeon and operating room staff that the rx acculink stent had been approved for a one year extension on the expiration date. When we rec'd the letter from the MFR (no mention of FDA) it was for the rx accunet embolic protection system, not the rx acculink carotid stent system. Expiration date on pkg was 08/06.